Event description:
It was reported that this was a venotomy closure of the left common femoral vein using two prostyle devices after an interventional electrophysiology procedure with a 10f sheath. Femoral imaging was not performed. Reportedly, during the removal of both prostyle devices, the suture, along with the formed knot and loop, came out of the patient's anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.